Manufacturer narrative:
Additional information was received from the reporter than the hematoma occurred when the repositioning sheath was in place.

Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) b shock, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous intervention (pci) of the left anterior descending artery (lad). Post-procedure, there was a right groin hematoma expanding at the impella site. Redressed with angle match dressing and manual pressure was held for 20 minutes. The hematoma continued to expand rapidly with decreasing blood pressure. Massive transfusion protocol initiated and a computed tomography (CT) ordered. CT abdomen noted extravasation around the impella sheath. The patient returned back to the cath lab and manual injection through reaccess port. No extravasation in the vessel, but appeared to be extravasation from the repositioning sheath. The impella was removed and balloon tamponade was performed from the left groin. Balloon tamponade was performed for 20 minutes and a femstop was applied. The patient was sent to the intensive care unit (ICU), but continued to deteriorate with the expanding hematoma. The femstop was removed and manual pressure was held. The patient returned back to the cath lab to place a covered stent x 2 for active extravasation. The patient received a total of 10 units packed red blood cells (prbcs), 9 units fresh frozen plasma (ffp), and 1 unit of platelets. It was noted that the patient was on an angiomax drip and brilinta 180mg. The activated clotting time (act) was 215. The post-procedure outcome is survived at explant. The access site bleeding (hematoma) can be attributed to the anticoagulation/antiplatelets received for the pci. Vascular injury can be attributed to the patient's vessel characteristics and/or user technique.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.